Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced bleeding. No more information provided. Per additional information, the first awareness of the post procedure bleeding event occurred later, when the patient presented to an outside medical center for the event while on xarelto and was referred to our site ed. The patient was transferred from the outside facility to mission ed for further evaluation. No further information regarding the patient's status has been reported.

Event description:
It was reported that a patient experienced bleeding. No more information provided. Per additional information, the first awareness of the post procedure bleeding event occurred later, when the patient presented to an outside medical center for the event while on xarelto and was referred to our site ed. The patient was transferred from the outside facility to mission ed for further evaluation. No further information regarding the patient's status has been reported.

Manufacturer narrative:
Device analysis: the device did not return for analysis; therefore, a technical analysis of the complaint device could not be completed. Labelling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. No updates are required to the IFU as a result of this event. Risk assessment: a review of the farawave catheter risk documentation was completed and confirmed that the event of minor hemorrhage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Minor hemorrhage is considered within the risk threshold of surgical complications, which are expected procedural complications addressed within the IFU for the faradrive. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.